Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported no communication was confirmed in the laboratory and was due to a low battery voltage. Communication was established after original battery was removed and device was powered using an external power supply. Automated electrical testing was performed. The device function was normal. No sources of high current drain were found. The battery was returned to the supplier for further analysis. The cause of premature battery depletion was due to an internal anomaly within the battery.

Event description:
It was reoprted that the device could not be interrogated. The device was explanted and replaced.